Event description:
It was reported that the device was explanted due to unknown reasons. Patient also had another device explanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Corrected implant date to 2007. Implant date incorrectly reported to implant patient registry. This was an explant at implant. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. At 07/20/2009 no response has been received from the surgeon after repeated attempts to contact by email on 04/21/2009 and again on 04/28/2009 for return of the device and additional information regarding this event. This was determined reportable per edwards lifesciences procedures. No additional information is available.